Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, two bands deployed simultaneously. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5 has been updated based on the additional information received on may 8, 2024 block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2024. During the procedure, two bands deployed simultaneously. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. Additional information received on may 8, 2024: the speedband superview super 7 was used in the esophagus. It was noted that no difficulty was experienced upon setting up the device.